Event description:
It was reported that the customer was hospitalized due to high blood glucose. The customer's blood glucose level was 585 mg/dl. The customer was treated at the hospital and released. The customer was admitted to st anthony's medical center on (B)(6) 2015. The cause of emergency room visit as per healthcare provider is diabetes ketoacidosis. The customer was assisted with correcting basal rates and bolus wizard setting.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.